Manufacturer narrative:
Correction d9 - product returned.

Event description:
It was reported a distractor footplate separated from the tubing. The distractor was removed and replaced.

Manufacturer narrative:
It was reported a distractor footplate separated from the tubing. The distractor was removed and replaced.